Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device was overheating during the course of the morning. It is unknown if there was patient involvement.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.